Event description:
It was reported that the patient experienced a revision of an ams 700 inflatable penile prosthesis pre connected pump due to unspecified reasons. Another pre connect pump was implanted to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the reason for revision was a mechanical failure. The implant was non functional. Additional information received that the patient condition was good.